Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump kept alarming no delivery despite set changes and the customer's blood glucose reading at the time of the incident was noted to be 400 mg/dl. Customer mentioned that the insulin was not exiting the tubing. Troubleshooting was performed and the connection issue was resolved and insulin did exit.